Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
The customer returned the plate for credit. Additional information received indicates that the patient was revised due to the plate fracturing.